Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to intermittent altered cardiac rhythm at rest. Technical services (ts) reviewed the treated episode from (B)(6) 2025, noting it may be indicative of aberrancy/bundle branch block (bbb) which makes it difficult to conclude that changing to another sensing vector would have yielded a different outcome. The heart rate was approximately 110 beats per minute (bpm) at onset. The morphology of the r-wave changed (the amplitude decreased) and in addition there is more pronounced st elevation leading to double counting. The changed morphology allowed double detection, and therapy was delivered. Ts questioned whether the observed morphology change could be driven by a change in medication, change in conditions, and/or driven by underlying patient disease. Troubleshooting and programming options were discussed as well as consideration of rhythm management by medication or other medical means, and no further assistance was required. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of inappropriate shock is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the s-ICD remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this s-ICD remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review performed for the emblem s-ICD device confirmed that the event of inappropriate shock is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD device is acceptable.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to intermittent altered cardiac rhythm at rest. Technical services (ts) reviewed the treated episode from (B)(6) 2025, noting it may be indicative of aberrancy/bundle branch block (bbb) which makes it difficult to conclude that changing to another sensing vector would have yielded a different outcome. The heart rate was approximately 110 beats per minute (bpm) at onset. The morphology of the r-wave changed (the amplitude decreased) and in addition there is more pronounced st elevation leading to double counting. The changed morphology allowed double detection, and therapy was delivered. Ts questioned whether the observed morphology change could be driven by a change in medication, change in conditions, and/or driven by underlying patient disease. Troubleshooting and programming options were discussed as well as consideration of rhythm management by medication or other medical means, and no further assistance was required. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.